Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 3 was installed on (B)(6) 2010. High battery impedance leading to eri. The device was subsequently returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.